Manufacturer narrative:
Add'l info has been requested. Mfg analysis results: lot specific investigation can not be performed (no complaint sample/no lot number available). All syringes are visually inspected for foreign material by qualified operators. Items with particles or fibers would be rejected. Unable to determine the root cause as no sample was returned. (B)(4).

Event description:
The nurse reported that two surgeons have complained of fibers coming out of the viscoelastic syringe during surgery. This report will be for one of two surgeons. There was no known pt harm. Add'l info has been requested.